Event description:
Hcp reported that upon refilling the pt's pump in 2004, the programmer registered the pump as a different model number and recorded a reservoir volume of 6ml. The pump was reinitialized in 2004 without problem. "Intervention successful."